Event description:
It was reported that during a da vinci prostatectomy procedure, the customer noted that the permanent cautery hook instrument arced. No missing or fallen pieces were reported. No patient harm, adverse outcome or injury was reported. The surgery was completed.

Manufacturer narrative:
Isi has attempted to contact the site to obtain additional information concerning the reported event; however, no additional information has been provided as of the date of this report. A follow-up MDR will be submitted if additional information is received. The instrument was returned, but the investigation has not been completed. A follow-up MDR will be submitted once the investigation is finalized.